Event description:
Notes from the history and physical: five years ago, not at this facility, the patient had a biventricular ICD implanted...recent visit to his cardiologist demonstrated that the device was at early replacement indicator (eri) and that there was considerable noise with normal lead impedance on dual coil electrode. This is a FDA advisory notification lead--st. Jude riata. The patient has had no inappropriate therapy. Testing in my office confirmed the presence of the noise by history and to some extent this was reproducible with deep inspiration alone. Notes from the operative report: the leads were dissected down towards their insertion site with particular attention paid to riata defibrillator lead. I should note that this lead was inserted quite medially and we now examined this lead under fluoroscopy with magnification. It appeared that there could be a fracture associated with contact of the lead in the clavicle near its insertion site. Stylet was passed down the riata lead and the active fixation device withdrawn. Constant gentle traction on this lead failed to remove it or dislodge it in anyway. Accordingly, the lead was amputated, and a laser locking stylet passed down its length. A 16-french excimer laser was mobilized and the lead was removed in its entirety using this technology. I should note that early in the course of extracting the lead that the lead became totally separated at approximately the level of the clavicle where I suspected the break existed. This may relate more to trauma from bony contact into the inherent fall in this lead, which is under FDA advisory. With the locking stylet in place, we were able to maintain control of the lead and successfully removed in its entirety without difficulty or complication.